Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 495 mg/dl. The customer was treated for high blood glucose with pump. The customer was advised that she may want to rotate the site since she just goes from left to right thigh. The customer was advised that she may want to take a manual injection if the blood glucose does not go down. The customer declined troubleshoot for high blood glucose.